Event description:
The customer reported that "a 7:37 (battery test failure error) was noted in the hardware error log." There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted once the investigation is complete.